Manufacturer narrative:
Title: valve replacement in children: a challenge for a whole life citation: archives of cardiovascular disease (2012) volume 105, page 517¿528 (doi 10.1016/j.acvd.2012.02.013) authors: henaine, roland et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding valve replacement options for the four valve positions for the pediatric population. All data was collected from several articles as well as the experiences from the authors. Multiple manufacturers were noted in the literature. No serial numbers were included. Among the 85 patients implanted with a contegra pulmonary conduit, adverse events included, stenosis treated with re-intervention. No additional adverse effects were reported on this product.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.